Manufacturer narrative:
Investigation summary: two photos of two loose 5ml syringes were received and evaluated. It was observed both syringes had a single lengthwise crack present in the barrel wall through the numerical portion of the scale. One syringe had the crack extending from the 1ml marking to the 2.5ml grad line. One syringe had the crack extending from the zero line to the 4ml marking. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0213256 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 syringe 5ml ll euro 125 s/c were damaged, but still operable. The following information was provided by the initial reporter: " during the withdrawal of water for the reconstitution of a vial of vidaza, the crack in the body of a syringe (which had not been detected until then) caused water to be projected into the isolator dedicated to the preparation of chemotherapy. Then, when reconstituting vials of vidaza, a syringe with a cracked barrel was observed. The syringe had been in contact with the cytotoxic substance. No clinical consequences for the operator or the patient. "